Event description:
Customer called on (B)(6) 2011 reporting of multiple analytes calibration failures on a unicel dxc 800 synchron system and that the modular chemistry sample probe was also leaking. No one was exposed to the leak and no injury was reported. Customer noted that patient results were not affected by this event. Field service engineer (fse) was dispatched and determined the leak was due to a faulty wash collar vacuum valve. Fse proceeded to replace the wash collar vacuum valve and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).